Event description:
The event is reported as: the customer alleges the cuff on the endotracheal tube would not inflate. The device was pre-tested when alleged defect was discovered. No patient injury reported. Used for veterinary/animal health application.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.